Event description:
An (B) (6) male patient underwent aaa repair on (B) (6) 2010. The physician was utilizing another manufacturer's 37 x 10 aaa component as well as a cook introducer sheath. An attempt was made to pass the sheath through the bifurcation, heavy resistance was experienced, physician then chose to withdraw sheath. During removal, it was noted that the femoral artery had transected. The patient was then converted to open repair where another manufacturer's graft was sewn in. The patient was in stable condition.

Manufacturer narrative:
(B) (4). (B) (4). Expiration date unk as lot is unk. Manufacture date unk as lot is unk. This device is inspected during the manufacturing process and also prior to shipping. Based upon the provided information, the perforation may have occurred due to the placement of the other manufacturer's product, movement of the sheath or patient condition. We are continuing our monitoring of similar complaints.